Event description:
The pt returned for a pump refill after having been filled. The expected volume was 8.2 ml; the actual volume was <1ml. The concentration and dose of the dilaudid and bupivacaine was decreased. The pt experienced a loss of pain control. The pt was seen again at the end of the month, because of the continued loss of pain control. The expected volume was 14.8 ml; the actual volume was 0 ml. The pump was filled with saline and the pt was scheduled for surgery. Surgery revealed no findings except the pump expected volume was 18.5ml and the actual volume was 13.8ml. The catheter was aspirated without difficulty. A catheter dye study was done and revealed that the catheter was patent. The pump was replaced. The pt recovered without sequela.